Manufacturer narrative:
Investigation summary: on 6/22/2017, bd received 300 tubes from bd (B)(4), which was given to (B)(6) for investigation on 6/22/2017, see attached photos. These tubes were logged in for tw (B)(4), 150 tubes each complaint reference number (parent) (B)(4); catalog number 367841; lot number 6279849. Customer return sample / photo / retain evaluation summary: 3 customer photos were evaluated. Photos show clotting in the samples. (B)(4) customer samples were received in (B)(4) to perform further clinical testing. Additionally, (B)(4) retains were inspected for presence of additive. All retains appeared to contain additive. Manufacturing records review: DHR was reviewed. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. Related CAPA / sa reference number: n/a. Investigation: after investigation, there were no manufacturing related defects found. (B)(4) will update investigation after testing of the received customer samples. Root cause: based on the investigation, a root cause could not be determined within the scope of this evaluation. __x__ confirmed / ____ unconfirmed. Bd was able to confirm the customer¿s indicated failure mode from the photos provided. Investigation summary: bd life sciences - preanalytical systems received 3 photos from the customer facility for investigation. (B)(4) received (B)(4) customer samples for further clinical investigation. Based on the visual evaluation of the photos, bd (B)(4) observed clotting in the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Complaint reference number (parent) pr ID: (B)(4). Complaint investigation report (bd confidential). Section 1: complaint information reorder # (B)(4). Lot number: 6279849 (customer samples) exp: 01/31/2018 ___ unconfirmed/ _x__ confirmed/ ___ inconclusive. Section 2: investigation (document as applicable): _x_ review of customer samples: ten customer samples were examined/tested during this clinical investigation. Clotting was noted within three customer sample tubes collected and processed. This complaint is confirmed with regards to clotting. Section 3 - investigation results: pr ID: (B)(4) child ID: (B)(4) reorder #: (B)(4)lot #: 6279849 exp. Date: 01/31/2018 product description: 13x75 mm., 2.0 ml bd vacutainer® plus plastic whole blood tube. Lavender bd hemogard¿ closure. Paper label. Ce marked. Additive: k2edta (spray dried), 3.6mg. Incident code description: clotting customer samples analysis: no. Of samples tested: 10 blood samples were collected from one employee donor into ten tubes from the incident lot. Also, one tube control lot tube (reorder # (B)(4), lot # 6216996, exp. 11/30/2017) was collected from the donor. Standard venipuncture techniques with a bd vacutainer® ultratouch¿ push button blood collection set (reorder # (B)(4), lot # 6257948, exp. 09/30/2018) were employed. Immediately after filling, the samples were mixed by 10 complete inversions, and allowed to stand upright in a tube rack for 45 minutes at room temperature. The tubes were then remixed by 20 complete inversions and checked for clotting. All samples were placed upright in a tube rack at room temperature for a total of 4 hours. At 4 hours post collection, each sample was mixed by 20 complete inversions. The stopper was removed from each tube and the blood was poured through a #50 wire mesh sieve. The interior tube walls, the stopper and the sieve were visually examined for micro-clots and clotting. Retention samples analysis: no. Of samples tested: 0. No retention lot samples were evaluated during this clinical investigation. Investigation results: approximately three hundred customer returned samples were visually inspected for the presence of k2edta additive prior to sample analysis. All three hundred tubes inspected did contain k2edta spray coating on the inner walls of the incident lot tubes. Ten tubes that appeared to contain lesser quantities of k2edta additive were randomly selected for clinical testing. There were no difficulties encountered during sample collection or sample analysis. At four hours post-collection 3 out of 10 customer sample tubes were completely clotted. No micro-clots or clotting was noted on the sieve, tube walls or stoppers within any of the remaining seven incident lot tubes evaluated. This complaint is confirmed for clotting. Corrective action/recommendation (s): all remaining unused customer samples were sent to broken bow on (B)(6) 2017 for additional testing. Status: confirmed section 4 - conclusion (summary) confirmed. Ten customer samples were evaluated during this clinical investigation. Bd was able to duplicate and confirm the customer¿s indicated failure (clotting) mode as the defect was evident within the testing of the incident lot samples. This incident and lot number will be monitored for future occurrences. Complaint reference number (parent) (B)(4). Catalog number 367841. Lot number 6279849. Customer return sample / photo / retain evaluation summary: (B)(4) samples were received from customer facility to (B)(4). (B)(4) customer samples were examined/tested at (B)(4) in clinical investigation. Manufacturing records review: the manufacturing records were reviewed. There were no related quality notifications for the stated lot. All process and final inspections comply with specification requirements. Related CAPA / sa reference number: CAPA¿s (B)(4). Sa# (B)(4). Investigation: (B)(4) customer samples were examined/tested at (B)(4) in clinical investigation. Clotting was noted within 3 of the 10 tubes collected and processed. The remaining tubes were received in broken bow, ne for further evaluation. The tubes were visually inspected and found to have a variable spray pattern ranging from a light mist to heavier droplets. There were no visual empties identified. Ss# (B)(4) has been written root cause: based on the investigation, the most likely root cause has been identified for clotting. CAPA¿s (B)(4)and (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Sa# (B)(4) has been written. Refer to the referenced CAPA¿s for related corrective and preventive actions. __x__ confirmed / ____ unconfirmed. Bd was able to confirm the customer¿s indicated failure mode due with the returned customer samples. Investigation summary: bd life sciences - preanalytical systems received (B)(4) customer samples from the customer facility for investigation, 10 tubes were received in broken bow. Based on the clinical and chemistry lab testing of the samples, bd pas observed ¿clotting¿ on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. CAPA¿s (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents. Sa# (B)(4) has been written. Refer to the referenced CAPA¿s for related corrective and preventive actions. CAPA (B)(4) have been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Due to the investigation findings, a recall was initiated on 8/15/2017. (B)(4).

Event description:
It was reported that there was an incorrect volume of additive in the 13x75 mm 2.0 ml bd vacutainer® plus plastic whole blood tube causing clotting and incorrect results. There was no report of serious injury or medical interventions.